Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the liquid crystal display (lcd) on the external pulse generator is broken. The customer is expected to return the device to the manufacturer for repair. There was no patient involvement.